Event description:
It was reported that the patient had inappropriate shocks due to p and t-wave oversensing via reduced intrinsic complexes. The sensing vector was currently set to the alternate sensing vector. The patient was asleep at the time of the events. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.